Event description:
A hospital in (B)(6) reported that while a patient was being ventilated with a rt236 breathing circuit, there was significant leak at the location of the wye. The rt therapist then proceeded to remove the circuit, bag the baby and replace the circuit with a new one. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned breathing circuit was pressure tested and also submerged in a water bath to test for leaks. Results: upon submersion in a water bath, a leak was detected at the joint of the swivel y-pieces. A lot check revealed no other complaints for this lot number. Conclusion: the leak in this infant breathing circuit was caused by an insufficient seal between the two parts of the infant y-piece swivel that are held together by a snap-fit. All breathing circuits are pressure tested during production and those that fail are rejected. This suggests the leak developed post production. (B)(4).